Manufacturer narrative:
No button error alarm noted during testing. Device received with button error alarm and had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime or fill anomaly due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button will not work. The customer¿s blood glucose was 193 mg/dl. Customer stated the error was occurred when trying to bolus the pump went into priming mode. Customer stated they can't got the black dot off the screen. Customer states they were unable to exit the preparing to prime loop. Customer states they did not receive second series of beeps nor did numbers appear on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.